Manufacturer narrative:
On january 7, 2025 the distributor reported the following additional issue: it was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 310 mg/dl. A bolus was delivered to address bg. During troubleshooting, the customer disconnected from the infusion site, requested insulin, and observed no insulin exiting the tubing. The customer changed pump supplies, but the issue recurred. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.